Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient came for follow up, the device could not be interrogated and there was no pacing observed. The device was replaced and patient condition was good.